Manufacturer narrative:
The investigation of access site bleeding has been completed. The companion sheath and introducer were returned for analysis. The companion sheath had a damaged sheath tip and leak was reproduced in the lab. The leak occurred at the valve at about 120mmhg. The introducer was tested and the leak did not reproduce till 290-300mmhg. The root cause of the access site bleeding - major was most likely due to a damaged valve of the companion sheath. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25729 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, oozing was noted from the companion sheath diaphragm during procedure while 7fr guide was inserted. Treatment of the bleeding is unknown and there was no harm to the patient.